Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed a blockage in the opening of the shaft. A review of the lot history record (lhr) for the report lot revealed no non-conforming material reports that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no similar incidents. Upon an expanded investigation and scanning electron microscopy (sem) analysis, it was determined that a possibility existed that the root cause for the blockage could potentially be related to a manufacturing issue; therefore the occurrence of this incident will be further investigated per site corrective preventative action procedures and appropriate corrective/preventative action will be taken accordingly.

Event description:
It was reported that during a procedure of the 75% stenosed, de novo, mid right common iliac artery, the 6 fr sheath and .035 non-abbott guide wire were positioned and the armada balloon catheter was used for the first inflation at nominal pressure for 30 seconds, however, it could not be deflated. It was noted that a small endarterectomy was performed and the inflated balloon together with the sheath were removed from the vessel. There was no reported adverse patient effects. There was a reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.